Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Started IV on allergic reaction patient due to infiltration on first IV from triage blood began to leak profusely from the tubing on saline lock between the hub and the needle catheter. Upon flushing, saline squirted out from tubing. Additional IV started laterally and pt remained safe."